Manufacturer narrative:
Date of submission 07-feb-2018 the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. The pump intermittently powered on with the returned battery cap. The battery cap was cracked. There was moisture present in the battery compartment. The battery compartment was found to be cracked. The pump was able to power on normally with a test battery cap.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 425 mg/dl with nausea associated with an alleged power and damage issue with the pump. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It could not be determined whether or not the patient continued pump therapy. During troubleshooting with customer technical support (cts), it was revealed that the battery compartment had stripped threads and there was intermittent power in the pump. It was determined that the bg excursion occurred because the pump off for at least 4 hours over night; the patient corrected the high bg with injections. The reported blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.